Event description:
Our distributor in USA, reported that the air gauge of a 900iw102 oxygen/air gas supply module was not working properly. No pt consequence was reported.

Manufacturer narrative:
An investigation will be carried out once we received the complaint device. A f/u report will be provided.